Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following malfunctions were identified during the device evaluation: damaged charged coupled device (ccd), deformation of scope connector cover, and leakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the charged coupled device unit, the image disappeared during angulation in the up/down directions. Additionally, due to deformation of the scope connector cover unit, water tightness was lost. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the evis exera iii bronchovideoscope had image loss when the device was angled. The reported malfunction occurred during a bronchoscopy procedure. There were no reports of patient harm.